Event description:
According to the reporter, during esophagogastrectomy procedure, the device fired and didn't cut while continuing to lay flat unformed staples. There was poor staple formation and the staple line was incomplete. The reload indicator was solid and then was flashing in firing mode. They fired another reload next to the staple line to fix it. Staples fell into the patient cavity. No patient adverse events were noted. Patient went home on day 8 which is normal time for this procedure.